Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: no battery was returned with the pump for investigation. Review of the black box revealed a sudden voltage drop on (B)(4) 2012, one "low battery" and one "replace battery" alarm on the date of the reported failure. On examination, there was no damage to the battery compartment or battery cap. There was no evidence of moisture ingress. On testing, the pump powered on normally without alarms or overheating. All electrical currents were tested and found to be within normal limits. The pump was opened for investigation and revealed no evidence of internal moisture ingress and no defect of the power flex or circuit. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient and the school nurse contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.